Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector assembly was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator (epg) were broken. The epg was returned for repair. There was no patient involvement.